Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h6. Corrected field: d4 (lot). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's reported issue could not be confirmed. The pin inside the connector does not indicate damage. The tubing was inspected and there were no signs of punctures on the tubing or signs of residue inside the tubing. Lastly, the lock lever was still attached to the reprocessor side connector. Based on the results of the investigation, a definitive root cause could not be determined as the reported event was not confirmed. There were no abnormalities on the connecting tube. It is likely, the tube was not properly connected till it clicked or the tube was not connected because foreign material, or the like, was adhered to the joint of the tube. The event can be detected by following the instructions for use which state: "9 preparation and inspection; 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor's connecting tube cannot be connected to the channel connector in the reprocessing basin. There were no reports of patient harm.